Event description:
It was reported that the patient had a trial with the leads at t8 and this trial was considered successful. At implant, the patient requested that the leads be placed higher than t8 to try to cover more into her back. The doctor agreed to do this. Post-operatively stimulation was mostly in the ribs and legs and not in her back. Stimulation was in the wrong location. There was less than 50% therapy relief in the back. As a result, there was a revision 2014-05-13 to move the leads down to where they were at for the trial. Since the revision, the patient had still not been able to get coverage into her back. The patient had the device reprogrammed and an impedance check was done and it was discovered that electrode one was <(><<)>50 and electrode 6 was >20,000. The reprogramming did not result in obtaining adequate coverage. There was also an x-ray with no lead migration since the revision. The event occurred post-operatively. Diagnostic testing or troubleshooting included impedance testing, x-rays and reprogramming. The product status of both leads was implanted and remains in service. The cause of the impedance issue and inadequate therapeutic effect was not determined. There were no lead fractures noted. There was no intervention or further troubleshooting planned as the physician did not think that another revision would be in order. The patient was given some information about a pump. Per the doctor therapy was not therapeutic and the plan was to have a pump trial to cover low back pain. The patient¿s status at the time of this report was alive with no injury. It was unknown if the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).